Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported a kangaroo co2 detector was placed on the patient. There was constant difficulty when flushing the device or unable to flush the device at all. A new kangaroo co2 detector was opened to replace the affected one and the same problem occurred with the new device. An xray showed that the kangaroo co2 detector was in the proper position even when pulled back a little. This occurred over two days. This report is for one of the two days. After the failures with the kangaroo co2 detectors, a nasogastric tube was placed on the patient and they were able to start tube feeding.